Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report that the receiver screen reset automatically on (B)(6) 2014. At the time of contact, the patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). The returned complaint device was visually inspected and no defect was found. Receiver would not turn on; therefore data logs could not be downloaded. Receiver failed the global receiver functional testing. A "call tech support" error was observed on the receiver screen. This complaint was deemed reportable upon completion of device evaluation on (B)(4) 2014. The customer complaint was confirmed. The root cause was determined to be a defective component in the receiver's printed circuit board. A CAPA has been initiated for this issue.